Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found dislodged. The device was reprogrammed to aai mode. The patient came to the lab. The lead was explanted and replaced. The patient was fine during the procedure and was discharged with no complication.